Event description:
It was reported during the procedure the flat reservoir kept popping out of space and needed a round one due to the patients space of retzius. The procedure was completed according to plan. The patient's status was good post procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of reservoir migration as a result of patient anatomy was not confirmed through analysis as the returned component did not have any device malfunctions and performed within all testing parameters. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination and functional testing did not identify any component malfunctions and the reservoir performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported during the procedure the flat reservoir kept popping out of space and needed a round one due to the patients space of retzius. The procedure was completed according to plan. The patient's status was good post procedure.